Event description:
It was reported that the device was not providing the expected volume of breathing gas to the patient. A "code blue" event was reported, which is understood as a life-threatening cardiovascular or respiratory emergency. Based on what was reported there was no device failure. However, a user error cannot be ruled out at the time of this report.

Manufacturer narrative:
The electronic log file was available for investgiation. The information stored in the log does not indicate any device failure. The fabius MRI was inspected and tested according to dräger specification and passed all tests. Based on this and on what was reported an external leak is considered a plausible root cause for the reported restriction in volume application. However, the customer was not able to confirm that. Hence, the exact root cause could finally not be determined. The investigation has not revealed any device failure.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the device was not providing the expected volume of breathing gas to the patient. A "code blue" event was reported, which is understood as a life-threatening cardiovascular or respiratory emergency. Based on what was reported there was no device failure. However, a user error cannot be ruled out at the time of this report.